Manufacturer narrative:
Device evaluation summary: a longitudinal scratch was evident along the distal tip. The tip of the stent graft cover was partially damaged indicating that it may have been stubbed on calcified plaque during advancement. No further damage was observed to the device. Coating presence and visual integrity test was performed to determine if coating was present along the device. Presence of coating was indicated by the presence of red colouring in the correct coating location along the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that during the index procedure the physician noted the hydrophilic coating of the outer sheath could not be activated. The delivery system was difficult to push forward after stent introduction into the body, the stent could not reach the affected area and after many attempts the procedure was terminated and the stent was withdrawn from the body. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.